Event description:
Meter does not power on. The meter had not worked for 2 months. The pt went to the hosp to have blood glucose checked. No result known. The reporter was not able to state if the pt had symptoms at the time of concern or if the pt took any action following attempted use. The meter was replaced.